Event description:
The plaintiff's attorney alleged the pt experienced aspiration pneumonitis complications, cardiac arrest and subsequently expired alleged to have been caused by the product administered for dialysis treatment. The pt was dialyzed for 3 1/2 hours on a 2 potassium bath the day of her demise. Potassium in the morning was 6.0, phosphorus 3.4, calcium 8.7 with a hemoglobin of 9. The pt complained of left upper quadrant pain the prior day. A scan of the abdomen and pelvis with oral (no intravenous) contrast was essentially unrevealing. The pt maintained on telemetry without evidence of arrhythmia until and asystole episode after returning from dialysis. Blood pressure at conclusion of dialysis was 134/76. Approximately 15 minutes after arriving back to the floor, the pt was sitting, preparing to take a shower with assistance from the nurse and subsequently had a witnessed syncopal episode with no fall or hit to the head. Initial rhythm was asystole, which after administration of epinephrine was pulseless electrical alternans. Resuscitation was administered for 29 minutes with securing of airways as well as intravenous access; however, a pulse was never returned. The certificate of death shows cause of death as end stage renal disease and aspiration pneumonitis.

Manufacturer narrative:
Additional info (death certificate and discharge summary) was received and a clinical investigation was completed accordingly. The pt experienced aspiration pneumonitis complications, cardiac arrest and subsequently expired which is alleged by the plaintiff's attorney to have been caused by the product administered for dialysis treatment. The pt was hospitalized several days after an anaphylactic reaction in which appeared to be a cephalosporin after having presented to the hospital with access pain. The pt had pulseless electrical activity arrest and had cardiopulmonary resuscitation administered. The pt left the hospital against medical advice. However, the pt returned to the hospital next day which was approximately six days prior to her demise. The pt was on bipap with evidence of bilateral infiltrates, likely from aspiration pneumonitis. The pt was in the ICU for several days and later moved to the floor and followed by pulmonary service. The pt continued to have oxygen requirements at rest. The pt factors may have contributed to the event. There is not enough info about the pt's dialysis treatment history to determine their relationship to the event. However, considering the info at hand, medical records do not show a causal relationship between the hemodialysis concomitant products and the event. This product is being submitted as part of a system level review. Further additional info upon receipt will be submitted accordingly.